Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. It was inadvertently documented in the initial report that the event was a malfunction. The event was assessed as a serious injury. All field have been updated accordingly. This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during meniscal repair surgical procedure, it was observed that two omnispan meniscal repair 12deg had a double deployment. According to the reporter, there was a double deployment at first firing during meniscus repair that the two implants were deployed together. It occurred on two devices with same lot. The surgeon had to operate manually. The implants were not removed. The surgeon stitched wound manually. There was no open procedure. It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. There was patient involvement reported. It was not reported if there was medical intervention or prolonged hospitalization. The status of the patient post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. This complaint is not confirmed. As reported the omnispan needle implants double deployed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part#: 228141 lot#: l641831 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during meniscal repair surgical procedure, it was observed that two omnispan meniscal repair 12deg had a double deployment. According to the reporter, there was a double deployment at first firing during meniscus repair that the two implants were deployed together. It occurred on two devices with same lot. The surgeon had to operate manually. There was no adverse event on patient. The implants were not removed. The surgeon stitched wound manually. There was no open procedure. It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.